Manufacturer narrative:
The cartridge was not returned. Information was provided that indicated the use of a qualified lens and a qualified handpiece. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, a large scratch was confirmed on the optical part, after inserting the lens. The surgery was completed by retaining the lens in the patient's eye. Additional information was requested and received stating there was no patient impact/injury.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).